Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2008. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be due to ¿natural causes¿. It was reported that the patient was hospitalized for an unreported indication prior to passing away. Treatment was not reported. The patient passed while in the hospital. It was reported that pd therapy was ongoing up until the time of death and that the patient was connected to the homechoice device, performing pd therapy with at the time of death. It was unknown if an autopsy was performed. The death certificate was not available. No additional information is available.